Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_ext, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the stage 1 lead removed. The patient did not go on to implant. There were no reported complications and the patient was doing fine post explant.

Event description:
It was reported that a patient had an ¿advanced evaluation¿ the week prior to the report and the physician said that the patient was doing fine but also said that the patient just got a fever of 100.5 and had pain at the implant site. It was noted that the doctor sent the patient home with antibiotics. It was reported that the patient had two incisions that were ¿both significant enough¿ that the manufacturer representative and the doctor wondered why they were so big. The next day, it was reported that there was an infection and it developed during an advanced evaluation for the therapy. It was noted that the patient was implanted with the lead the week prior to the report. The reporter stated that the patient¿s symptoms were located at the percutaneous extension location on the right side. It was reported that the patient was admitted to the hospital and the patient¿s status was unknown. It was noted that the patient complained of significant pain at the site on (B)(6) 2013 and met with a healthcare professional (hcp), and the hcp didn¿t visually see anything at the site to indicate an infection. The patient reported a fever of 100.5 on (B)(6) 2013, and the hcp met with the patient on (B)(6) 2013 and the area around the extension site was red and raised. It was reported that the patient was started on IV antibiotics and it was unknown if the site had been cultured. It was noted that the patient was (B)(6). It was later reported that the patient ¿had a second infection for a trial.¿ it was noted that the patient¿s doctor was removing the device since it was the patient¿s second infection with the device. See MFR. Report 3007566237-2013-03853 for information about the patient¿s first infection. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information from the healthcare provider stated perioperative antibiotics were administered and the date of onset or diagnosis of the infection was (B)(6)-2013. It was noted the patient did not have meningitis and their symptoms included fever, redness, swelling and drainage. It was reported the primary location of the infection was the device pocket and lead track. A culture was obtained from the device pocket and the type of organism cultured was (B)(6). The patient was treated with both intravenous and oral antibiotics and the infection resolved.